Manufacturer narrative:
Device passed displacement test and selftest. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that all buttons had frequently no or intermittent response by button press. It was also reported that the block mode was not active and the max bolus/basal was not set to 0.0. Battery change also did not resolve the issue. The alarmed occurred during normal use. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will not be returned for analysis.